Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that a volume discrepancy was noted. The actual residual volume was 15ml and the expected residual volume was 4.7ml. It was noted no discrepancies were noted on past refills. No patient symptoms were reported. It was noted the caller would be following up with the patient on (B)(6) 2019. No further complications were reported.